Manufacturer narrative:
The complaint investigation for false negative architect sars-cov-2 igg results included a search for similar complaints, the review of complaint text, trending data, labeling, scientific literature, and device history records. Sensitivity and specificity testing was done using an in-house retained kit of lot 20224fn00, stored at the recommended storage conditions. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Return testing was not complete as return samples were not available. Device history record review on lot number 20224fn00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. The customer reported potential false negative results for a patient when using architect sars-cov-2 igg, lot number 20224fn00, compared to negative results on a rapid serological test. The patient contracted covid-19 in (B)(6) 2020 and on (B)(6) 2020 had tested positive for sars-cov-2 igg (3.83 index) and sars-cov-2 igm (15.13 index). A direct comparison should not be made between the architect sars-cov-2 igg assay and a rapid serological test, as the testing methodologies are different. In this case, the patient had become infected 3 months previously and was igg and igm positive in (B)(6) 2020. The igg result in (B)(6) 2021, although negative is elevated, while the igm result is borderline. This may indicate seroreversion. According to the ¿report from the american society for microbiology covid-19 international summit, (B)(6) 2020: value of diagnostic testing for sars-cov-2/covid-19. Mbio 11:e00722-20¿, patel r, et al, it is unknown for certain whether individuals infected with sars¿cov-2 who subsequently recover will be protected, either fully or partially, from future infection with sars¿cov-2 or how long protective immunity may last. The study ¿clinical and immunological assessment of asymptomatic sars-cov-2 infections, nature medicine¿, quan-xin long, et al, showed that antibodies declined in both asymptomatic and symptomatic covid-19 patients during the early convalescence phase. It was observed that igg levels and neutralizing antibodies in a high proportion of individuals who recovered from sars-cov-2 infection start to decrease within 2-3 months after infection. To assess the clinical performance of the assay, a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/=14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/=14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). This study was based on a hospitalized/symptomatic population. Differences in antibody responses between populations, based on more severe versus less severe illness, are consistent with published reports, zhao j et al. 2020. Review of the manuscript ¿performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho¿, bryan et al. 2020, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Per the limitations of the procedure section of the package insert, architect sars-cov-2 igg results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Negative results do not rule out sars-cov-2 infection, particularly in those who have been in contact with the virus. Based on the investigation, architect sars-cov-2 igg reagent, lot number 20224fn00, is performing as intended, no systemic issue or deficiency of the reagent was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 06r86-22, that has a similar product distributed in the us, list number 06r86-20.

Event description:
The customer observed a false negative sars-cov-2 igg result, for one patient who had covid-19 in (B)(6) 2020, on an architect i2000sr. The following data was provided (<1.4 index (s/c) is negative, >/=1.4 index (s/c) is positive): sample ID (B)(6), on (B)(6) 2021, was 1.17 index (s/c), repeat was 1.14 index (s/c); sars-cov-2 igm was 1.23 index (s/c), which is positive. The patient was also tested using a rapid serological assay and was positive for sars-cov-2 igg and negative for sars-cov-2 igm. The patient was tested on (B)(6) 2020 and sars-cov-2 igg was 3.83 index (s/c) and sars-cov-2 igm was 15.13 index (s/c), which is positive. There was no impact to patient management reported.